Event description:
It was reported that after successful coronary stent deployment, the physician experienced removal difficulties. During removal the shaft of the catheter broke and was removed without incident. Patient status is listed as "okay".